Manufacturer narrative:
Concomitant medical products: lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4) ) logic cr tib insert std, sz 4, 9mm (cat# 02-012-47-4009 / serial# (B)(4) ) three peg patella 35mm (cat# 200-02-35 / serial# (B)(4) ) as reported, patient presented with pain and extension problem. After checking, surgeon decided to revise the femoral component. Patient was revised to a size 4 ps femur and 9mm ps liner. Patient was last known to be in stable condition following the event. The device will not be returned for analysis as it was discarded by the hospital. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
As reported, patient presented with pain and extension problem. After checking, surgeon decided to revise the femoral component. Patient was revised to a size 4 ps femur and 9mm ps liner. Patient was last known to be in stable condition following the event. The device will not be returned for analysis as it was discarded by the hospital.